Event description:
It was brought to my attention by a couple of nurses that there was concern about patient's receiving the full 100 mg dose of fosphenytoin IV when drawing up the dose from the vial using equashield. The brand of the fosphenytoin 100 /2 ml vials is fresenius kabi- noc 63323-403-01. After witnessing the nurse draw up a dose, I was able to see that the equashield pin was deep enough that all of the volume inside the vial could not be removed to achieve the 2 ml necessary for the dose. The concern is that patients could be underdosed with this potential equashield issue. The nurses stated this was not an issue with out previous fosphenytoin 100 mg/2 ml vials from (B)(6) as they were using a different size equashield adapter to fit the smaller neck on the vial. (B)(6)